Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exchange from textured to smooth breast implants due to the patient¿s concern with the product, and "fluid".

Event description:
Healthcare professional reported unknown side fluid, rupture and left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.